Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending to the manufacturer for evaluation. The investigation of the reported event is currently underway. - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately ten months post port implant, a blood culture was taken from the central port and by venipuncture, which was allegedly (B)(6) for yeast growth. It was further alleged that intravenous anti-fungal medication was administered. The patient status is unknown.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport titanium isp s/l was returned for evaluation along with one CT image and one mp4 video. As evidence is insufficient to confirm a deficiency leading to an alleged growth and development of yeast, the investigation will remain inconclusive. Per the reported event details, the issue presented approximately ten months post port placement. It is possible that the conditions leading up to and culminating in the confirmed catheter pinch-off, might have contributed to the reported event. However, a definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the reported event. Possible contributing factors include contamination during use and/or patient condition. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that approximately ten months post port implant, a blood culture was taken from the central port and by venipuncture, which was allegedly positive for yeast growth. It was further alleged that intravenous anti-fungal medication was administered. The patient status is unknown.